Event description:
During remote follow up, post-paced t-wave oversensing was observed on the implantable cardiac defibrillator (ICD). No intervention was performed at this time. The patient was in stable condition.